Event description:
Reporter's back-to-back blood glucose test comparisons were 5, 22, and 30 mg/dl. Reporter states her belief that she did not put enough blood on the teststrip due to her inability to get an adequate sample from her fingersticks. Reporter was not experiencing any symptoms. Control solution test with lifescan was 134(97-146) mg/dl. Reporter retested receiving a blood glucose reading of 90 mg/dl.